Manufacturer narrative:
(B)(6). Investigation: lot analysis device/batch history record review: yes reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; -DHR review was performed on the following lot number: 6210740 ¿ the lot number was packaged on afa packaging line 11 from august 4, 2016 thru august 8, 2016. Per review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Visual analysis observations and testing: received two unused iag 22ga unit in a partially opened package from the lot number 6210740 visual/microscopic examination: both package were partially opened at both ends of the blister pack. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements. Conclusions: the defect of pkg seal integrity poor/ questionable, as stated as the reported code was confirmed with the returned units. Even though the package came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Did the evaluation confirm the customer's experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate comment: the packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. This is issue is currently being investigated by CAPA (B)(4).

Event description:
It was reported that the customer received open packages of the 22 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter(s). This was noticed before use and there was no report of injury or medical interventions.